Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further stated that "the plastic connection of bag was detached with the connector line." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the unspecified line of the homechoice cassette and the bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the unspecified line of the homechoice cassette and the bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further stated that "the plastic connection of bag was detached with the connector line." There was no report of patient injury or medical intervention associated with this event. No additional information is available.